Event description:
It was reported by service report that the head left side rail is too tight to lock in the up position, and the power cord is missing the ground prong. No pt involvement or adverse consequences are reported.